Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant downstream occlusion alarm which was not reproduced. Downstream occlusion alarms were confirmed through a review of the event history log. During the evaluation, the force sensor calibration values were out of specification. The force sensor was replaced.

Event description:
It was reported that a spectrum pump displayed downstream occlusion errors. Any patient involvement, injury or medical intervention is unknown.